Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratches on display. The blood glucose level was at unknown the time of incident. Customer stated that the they can not read display anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. No blank display noted.